Manufacturer narrative:
MFR received date: 01nov2019. The customer reported that replacing the power switch overlay resolved the problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019. Technical support advised the customer to replace the power management pcba (printed circuit board assembly). The customer reported that replacing this part did not resolve the problem, so technical support advised to replaced the power switch overlay instead.

Event description:
The customer reported that the ventilator's diagnostic report shows the "alarm led (light emitting diode) failed" error.